Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user reported very soft sounds with the device and lack of hearing. Further technical checks are considered.

Manufacturer narrative:
Additional information: as per the complaint information and the manufacturer_s experience with this kind of device, it is assumed that the device might be in an early stage of failure due to humidity ingress at the housing braze joint through micro-leaks. However, to determine an exact root cause of failure a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
The user reported very soft sounds with the device and lack of hearing. The user perceived that it happened during the night on (B)(6) 2022. Reportedly, the sound was then suddenly lower in the morning, with no other sound perception perceived. Re-implantation has been recommended.

Manufacturer narrative:
Conclusions: device investigation confirmed that the stimulator electronics is not working according to specifications. Based on the manufacturer's experience with this kind of devices, it can be assumed that the device has failed due to loss of hermeticity at the housing braze joint. The investigation results appear to match the problems mentioned in the recipient report. This is a final report.

Event description:
The user reported very soft sounds with the device and lack of hearing. The user perceived that it happened during the night on (B)(6) 2022. Reportedly, the sound was then suddenly lower in the morning, with no other sound perception perceived. The user has been re-implanted.